Event description:
A cryoablation procedure was performed and a pericardial effusion was noted at the end of the case. There was no perforation. The patient was kept under observation.

Manufacturer narrative:
The device was returned and investigated as follows: analysis of failure files showed system notice message 50032 "outer vacuum compromised" and 50002 "electrical component failure" for the date of case. Catheter 2af282, lot 94270, serial # (B)(4) was the catheter that gave system notice message 50032. The catheter where 50002 occurred was not returned. Visual inspection showed that the catheter was intact with no apparent issues. Pressure test and dissection revealed an inner balloon pinhole. This triggered the fail-safe system (notice message 50032). The action required is that the user replace the catheter. As per our risk management document for this product, this type of device issue is considered to be a minor risk to the patient due to the delay in treating the patient. The device did not meet specifications, but this was not considered to be related to the pericardial effusion that was observed in the patient at the end of the case.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.